Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The event involved a 61-year-old male with history of hypertension, hyperlipidemia, past smoking and previous percutaneous coronary intervention. This patient's history places him at increased risk of mace. The indication for admission to hospital was stable angina. A coronary arteriogram revealed a 15mm, de novo, irregular, eccentric and moderately calcified, type b2 lesion in the proximal left circumflex artery producing a 70% stenosis. According to the IFU, cypher select is indicated for use in discrete lesions. The reference vessel diameter was 2.75mm. The lesion was treated with pre-dilation followed by implantation of a 2.50 x 18m cypher stent at 16atm. A distal coronary artery dissection occurred during the procedure requiring implantation of a 2.25 x 18mm cypher stent at 13 atm, a 2.50 x 8mm cypher stent at 18 atm and a 2.50 x 13mm cypher stent at 20 atm. The rated burst pressure for this product is 16atm. All implanted stents were post-dilated. It was reported numerous shorter stents were utilized to stent the dissection because the vessel was tortuous and difficult to navigate through. Pre-procedural medications included asa and plavix while asa, plavix and aggrastat were given during the procedure. Post-procedural medications included asa and plavix. Act values were not reported. The products remain implanted in the patient and thus not available for evaluation. A device history records review was conducted for the first stent implanted that was associated with the dissection and found the product met quality requirements for product acceptance. Based upon the information provided, it is not possible to conclusively determine the cause of the event; however, there are lesion and vessel factors that may have contribute to it. There is no clear indication this event was design or manufacturing related.

Event description:
The patient had a 70% target lesion in the proximal left circumflex that was de novo, irregular, eccentric and moderately calcified. The lesion had a length of 15mm and a vessel diameter of 2.75mm. The lesion was predilated. On may 1, 2007, the patient was admitted for stable angina pectoris. The patient had a 2.5 x 18mm cypher select stent electively implanted at 16atms that caused a distal dissection, because the vessel was tortuous and difficulty to deliver through, it was easier to use shorter products as opposed to longer ones to treat the dissection. Consequently, 3 other cypher select stents were implanted to treat the dissection.